Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was variable. It was noted on (B)(4)-2015, the rv pacing impedance spiked to 4560 ohms with variability and a prior trend in the 400-700 ohms range. (B)(4)

Event description:
It was reported that the patient presented to the hospital following an alert and it was noted the right ventricular (rv) lead exhibited high and variable pacing impedance measurements, along with a suspected lead fracture. The rv lead was inactivated and later capped and abandoned. No patient complications have been reported as a result of this event.